Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the service due message was displayed on power up. The clock battery needed to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming when starting up. There were no reported adverse events.